Manufacturer narrative:
Continuation of d10: product ID a820, serial # unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding an external device to an implantable pump infusing dilaudid. The indications for use was non-malignant pain. It was reported that the patient representative (caller) stated the patient's pump is starting to query real long before it finally takes a dose. The caller stated it is not syncing up and has been doing this for a couple weeks now. The manufacturer's patient services specialist (pss) had the caller reset the communicator and restart the handset. Agent had caller clear data and the caller was able to connect to the pump and attempt a bolus. The troubleshooting steps that were taken on the call resolved the issue. Pss reviewed to monitor and call back if the issues continued. Additional information was from a consumer indicating that the reached out for assistance since "it takes a long time for the ptm to connect to the pump". The agent asked if the patient handset lags at 90 or 91% and the patient stated no. The agent had the patient toggle off mobile data and restart the handset. The agent reviewed general use of both external devices. Currently communicator is 32% charged. While on the call, the patient was able to connect to the pump quickly. The patient will call back if they need further assistance.